Manufacturer narrative:
The event was verified for noise; however, the error alarms could not be verified. The device was powered on and grinding noises were audible. Inspection of the device revealed fluid ingress. The base plate electromagnetic interference (emi) coating was corroded along the edge. Rust was found throughout the device. The pump was assembled and large amounts of rust were noted internally. The linear bearing was worn/damaged and the linear bearing track was worn. The source of the ingress could not be determined. The base plate, spears, pump and manifold assembly, solenoid assembly, pressure sensor printed circuit board and all internal tubing were replaced and processed according to manufacturing specifications. (B)(4).

Event description:
A report was received from the USA indicating that the device alarmed during pt use. Personnel responded and noted multiple alarms activated and the device made loud grinding noise. The following alarm conditions were reported: 'low base pressure' alarm, 'check circuit' alarm and a 'low pressure' alarm. The pt was manually ventilated and was then placed on another device. The device settings were reported to be assist/control mandatory ventilation (a/cmv) 400/10/30 %/+5. There were no negative consequences reported related to the pt. Though requested, additional info was not provided.